Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened esc and act dome switches. The insulin pump received with corroded keypad traces. The insulin pump received with cracked case at display window corners, severely scratched lcd window and shifted end cap sticker.

Event description:
Customer reported button error alarm. No additional information is provided.